Manufacturer narrative:
(B)(4). The devices were not returned to baxter for eval and therefore eval could not be completed. If the devices are returned, eval will be completed and supplemental reports will be submitted.

Event description:
It was reported that multiple spectrum infusion pumps were having troubles passing the downstream occlusion test. It was also reported that there was no pt involvement.